Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial visual analysis noted the lead was severed into two segments. The conductor coils were noted to be stretched and deformed, with a confirmed fracture 320 millimeters from the terminal pin near the suture sleeve site. Additionally, worn insulation was noted near the fracture site. Analysis confirmed a lead fracture which was noted to be the root cause of the lead issue.

Event description:
Boston scientific received information that this lead was explanted and replaced due to high impedance levels greater than 2000 ohms. It was suspected a lead fracture may be the root cause of the issue. No adverse patient effects other than the additional procedure were reported.